Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 398 mg/dl, 428 mg/dl and 412 mg/dl. The customer also reported that the insulin pump was exposed to airport scanners. The customer's blood glucose was 192 mg/dl at the time of call. The customer stated that they treated the high blood glucose with insulin pump. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find setting issues. The customer performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump was returned for analysis.